Event description:
The customer tested blood glucose in the morning and received a result of 248mg/dl and took pills as normal. At 9:30am the customer felt dizzy and tested with a result of 350mg/dl. The customer sat down to rest. The customer was found around 10:45am in a diabetic coma. An ambulance was called and the paramedics tested and received a result of 35mg/dl. They were unable to insert an IV so the customer was given a shot and given food and juice. Blood glucose was taken again with a result of 85mg/dl. The customer was taken to the hospital where they were diagnosed with a kidney infection and a fever of 103f. The customer was admitted into the hosptal. No controls in use and the glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.